Manufacturer narrative:
Conclusion: a fatigue breakage of lead wire of the conductive link is suspected to be the root cause of device failure. As the device has been received incomplete the exact location of the fractures could not be determined. Based on information received and the investigation results this damage was most likely caused by the applied surgical technique. This is a final report.

Event description:
The recipient suddenly lost hearing sensation with the device on the (B)(4) 2017. No trauma or accident was reported. The recipient was reimplanted and was reported to be satisfied with the sound from the new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user lost hearing sensation suddenly on the (B)(6) 2017. No trauma or accident was reported. The user was reimplanted with a vorp 503 and was reported to be satisfied with the sound from the new device.